Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer treated. Customer declined high blood glucose troubleshooting. The customer also reported issue with the sensor and had a calibration not accepted and change sensor alarms. Customer reported that the insulin pump shuts off due to sensor glucose reading but the insulin pump works fine. The sensor will be replaced and is not expected to return for analysis. Unomedical infusion set.